Event description:
Patient was ambu bagged and vent was switched out. No patient harm. Upon examining the ventilator he found 11537 ac power cord was not fully seated (female end pulled out not making a tight connection) which did not allow the device to run on ac power.